Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2017-jul-20 regarding a patient receiving morphine (6.5mg/ml) and bupivacaine (26.4mg/ml) at unknown doses via an implanted infusion pump. The indications for use included non-malignant pain and intercostal neuralgia. It was reported that the patient's personal therapy manager (ptm) displayed error code 8474, indicative of a reset. The patient's pump was interrogated and it was confirmed that on (B)(6) 2017 at 19:17 a reset had occurred twice for low battery, and a safe state message was noted. The pump was at minimum rate at the time of interrogation, and the caller was to follow-up with the patient's healthcare provider.

Event description:
Additional information wasreceived from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was clarified that the representative received the initial report from a consumer. The pump was to be replaced on (B)(6) 2017. The cause of the resets was unknown.

Manufacturer narrative:
The pump was returned and analysis found high resistance in the battery. Conclusion code 92 no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they had their first pump replaced because it ¿quite on me and I went through detox¿. The doctor replaced the pump the next week. It was noted the patient called the company representative (rep). The rep had a mdt person meet the patient and stabilize the pump until she could get home.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jul-28. It was confirmed that the pump was replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient's pump was filled at the beginning of (B)(6) 2017 and the pump said that she had 8 months (of battery life) left. The patient and the healthcare provider (hcp) started talking about replacing the pump in 8 months. The pump quitted at the end on (B)(6) 2017. The patient was traveling, away from home and the pump quitted with no warning. The patient was stuck. The patient had the surgery when she got home that friday and the pump was replaced in (B)(6). It was reported that the drug in the pump was morphine at unknown concentration and dosage which did not match up with what was initially reported. No further complication was reported.